Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "ticket stated "pump problem". Cleaned and attempted to run infusion pump test. Pump problem alarm activated as soon as pump was powered on. Patient status unknown. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.